Event description:
A customer in the united states reported false resistant carbapenems in association with the vitek® 2 ast-gn81 test kit (lot 6710736203). The customer reported that false resistant ertapenem and meropenem results were obtained for two (2) escherichia coli patient strains, with lot 6710736203. Retesting with new lot 6710840403 gave susceptible results. Etest® for ertapenem and meropenem gave susceptible results. Patient 1: lot 6710736203 - ertapenem mic >=8 r; meropenem mic >=16 r; lot 6710840403 - ertapenem mic <=0.5 s; meropenem mic <=0.25 s. Patient 2: lot 6710736203 - ertapenem mic >=8 r; meropenem mic >=16 r; lot 6710840403 - ertapenem mic <=0.5 s; meropenem mic <=0.25 s. No patient information was provided by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for false resistant carbapenems (meropenem, ertapenem) in association with the vitek® 2 ast-gn81 test kit (lot 6710736203). The customer's test reports were evaluated. Two strains gave resistant results with the initial lot number (6710736203) with consistent, or consistent with correction, confidence. Susceptible results for the two strains were obtained with the new lot number (6710840403). One strain had inconsistent results with the old lot number (6710736203). The customer did not submit the strains for evaluation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. The vitek 2 ast-gn81 lot# 6710736203 and 6710840403 met final qc release criteria. These lots passed qc performance testing.